Manufacturer narrative:
A review of the device history records was preformed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 navilyst medical complaint report was reviewed for the product family of perceptor dts and manifolds product family for the failure mode "foreign matter in fluid path." No adverse trend was identified. The rotating adaptor (ra) of the returned device was visually examined and it was confirmed that a piece of the o-ring was missing. The missing fragment was also returned. The machine on which the manifold ras are assembled and swaged was inspected and found to be functioning properly. The likely root cause of the broken o-ring is the manual assembly process of the rotating adaptor. The o-ring was likely not seated correctly in the bottom of the stem cup (i.e. Tilted up) and was subsequently cut/broken when the rotating adaptor component was assembled/pressed onto the stem cup. Manufacturing operators 100 percent visually inspect assembled/swaged ras for this broken o-ring non-conformance. This is deemed an isolated occurrence for this failure mode associated with the manual manifold ra assembly process since there have been no other reported complaints for this non-conformance in the past 15 months. Process controls in place include 100 percent visual inspection of assembled/swaged ras as well as aql sampling inspection for ra visual and leak test. ((B)(4)).

Event description:
As reported by navilyst medical's distributor in (B)(4), prior to a blood pressure monitoring manifold being used, the end user customer noticed that the washer inside the male rotating adaptor of the manifold had broken and a portion of the washer was within the manifold lumen. The device was not used, and has been returned to navilyst medical for evaluation. No patient complications resulted from this event.